Event description:
It was reported that during an esophageal cancer resection, after the surgeon fired the instrument, some staples were not fired and some staples were malformed. Used another instrument to complete the procedure. No patient consequence.